Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately between 5pm and 6pm on (B)(6) 2016, when he obtained alleged inaccurately high blood glucose results of ¿203, 141 and 62 and mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (no adjustments). It is unclear what action, if any, he took after obtaining the alleged inaccurate results. He reported that a short time after the start of the alleged issue, he developed symptoms of ¿shaky [and] feels heat¿. He reported that at 6:01pm on (B)(6) 2016, he consumed ¿more food/drink¿. During troubleshooting, the cca established that the patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. The patient did not have control solution with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high results with the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.